Event description:
It was reported that decreased sensing was observed and rv lead was under tension. Twiddler's syndrome was noted. The leads were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.